Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical germany. The customer's report was duplicated and the ECG port flex cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.